Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material in the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It was unknown whether there was deviation from instructions for use in reprocessing steps for the area where the foreign material remained. There were no physical damages to the areas where the foreign material resided. Therefore, a definitive root cause could not be established. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection " and the prevention methods in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.